Event description:
We received a report that an intraocular lens was explanted from the patient's left eye after she experienced halos, glare and blurry vision. In follow up, the physician indicated that soon after the lens was implanted, the patient complained of not being able to drive at night and halos at night. Upon examination, the doctor found everything to be ''fine'' and distance visual acuity was 20/25. The iol was eventually explanted; no complications, incision enlargement or vitrectomy were required.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
The intraocular lens was returned to the manufacturer. The lens sample was received torn in plastic bag. This condition may be related to the lens explants process. The returned sample was inspected at (B)(4) microscope magnification. Visual inspection revealed surface residuals (fiber/particles) on the lens compatibles with handling the lens non-sterile environment. No manufacturing defects were found in the returned sample. Manufacturing record review: all process operations presented in the manufacturing record from generation to boxing were in compliance. All tests results showed a pass condition. No deviation or nonconformance (ncr) related to the customer claim was generated. Based on the manufacturing record review the production order was manufactured according to specifications. All pertinent information available to the manufacturer has been submitted.